Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The customer reported that the packaging referenced the version 2 product, but actually contained version 1.

Manufacturer narrative:
The reported incident that plate anchorage mtp / version v2 - right was alleged of issue s-115 (mix-up) could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to a user related issue. We received pictures of the device and of the labelling. We have checked manufacturing documents, drawings and operative technique. The device, the label and the literature are matching, the device is conformed. Therefore everything this case is classified as no failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not returned.

Event description:
The customer reported that the packaging referenced the version 2 product, but actually contained version 1.